Manufacturer narrative:
Per the clinic, the internal magnet was explanted under general anesthesia on (B)(6) 2016, and an abutment was placed onto the fixture. The implanted device remains. This report is submitted on (B)(6) 2016, by (B)(4). Implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced infection issues at the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) due to infection as previously reported. This report is submitted on january 12, 2022.

Manufacturer narrative:
Correction: the correct 510(k) number is k100360, not k955713 as reported initially. (B)(4).